Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set fell off the patient's body due to defective adhesive that was not sticking. The patient's blood glucose was reported to be at 455 mg/dl due to the event. The patient observed that the adhesive was folded over upon opening the device. A correction bolus would be performed to address the blood glucose. No permanent injury was reported. See MFR: 3012307300-2017-00728, 3012307300-2017-00759, and 3012307300-2017-00760.